Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed along the infusion set tubing. In addition, the customer inadvertently filled the cannula while connected. The customer did not complete the fill cannula step during the load process. Tandem's technical support educated customer that the fill cannula step should be performed during fill tubing process. The customer also received an occlusion alarm. Reportedly, pump supplies were changed, which resolved the reported issues, and the customer continued using the pump for insulin therapy. The customer's blood glucose level was 464 mg/dl.